Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in finland. On 26-may-2024, it was reported by the patient mother that infusion set tape not sticking. Infusion set fell off at the time of normal activities. No further information was available.